Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion being treated was located in the left anterior descending (lad) artery. A 20mm x 5.00mm nc quantum apex¿ balloon catheter was selected for post dilating an unspecified stent. When the device was placed into the unspecified stent, it was noticed that the balloon would not inflate. The device was pulled back and the shaft fractured at the part outside the sheath. The physician was able to grasp it and remove the balloon. The patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that upon removal of the device, it was noted that the shaft had been "stripped" and it was removed in 2 separate pieces from the guide catheter.